Manufacturer narrative:
Further investigation of the customer issue included a review of historical complaints (both trending and lots), accuracy testing and a review of labeling. Historical complaint reviews did not identify an adverse trend. Accuracy testing was completed using retained kits of reagent lot 18267m500. Acceptance criteria was met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. Additionally, no malfunction was identified since retest of the original sample produced acceptable results. Labeling was reviewed and found to be adequate. Through troubleshooting at the customer site it was determined that sample handling error occurred with the original 1:5 dilutions which contributed to the discrepant results. No additional issues were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed one patient with a falsely elevated tacrolimus result while using the architect i2000sr instrument. The customer provided only the following results: (B)(6) 2013: > 30 ng/ml. The customer then diluted the sample manually 1 to 5, obtaining the following results: (B)(6) 2013: 123.67 ng/ml; (B)(6) 2013: 109.74 ng/ml. The results were questioned and the next day the customer reprocessed the samples: (B)(6) 2013: > 30 ng/ml. The sample was reprocessed with a manual dilution, obtaining the following results: (B)(6) 2013: 23.26 ng/ml; (B)(6) 2013: 25.25 ng/ml. There was an error cntrl message obtained with both lots with all patient results, but no further information about these details (of the cntrl error message) were available. No further patient details are available. There was no impact to patient management reported.